Event description:
It was reported via remote transmission non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were recommended. Device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the asymptomatic patient presented for follow-up. Non-sustained lead noise due to post-paced t-wave oversensing was observed on a stored egm. Programming changes were made. Device remains implanted. Patient condition is good.